Manufacturer narrative:
The 510 (k) # is k 053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate erratic high readings on her son's one touch ultra 2 meter. The reporter mentioned that the alleged issue with the meter began on (B)(6) 2011. The patient obtained a result of 175 mg/dl and a 192 mg/dl greater than 20 minutes from one another. The patient had taken an unspecified amount of insulin based on the meter readings and at an unspecified time later, the patient felt shaky and clammy. The patient self-treated herself with food/drink and did not seek any further medical attention or contact her physician for assistance. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged erratic high readings, the patient had taken insulin and later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.